Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not confirm the handle component was broken; however, the tips were found to be broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the handle broke into two pieces.